Event description:
It was reported that the pt was experiencing increased spasticity. A rotor study and dye study were performed. A break/hear/hole was found in the catheter. The device sys was explanted and replaced in 2009 after an implant duration of 12 months. The pt recovered without sequela.

Manufacturer narrative:
The pump and catheter were returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.